Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level exceeded 400 mg/dl while wearing the pod for more than 48 hours. The patient reported that the cannula had become dislodged from the abdominal infusion site and that insulin leakage was observed. Reported symptoms included hyperglycemia, ketones present in the urine, vomiting, and lethargy. The patient was treated with intravenous fluids, anti-nausea medication, and several manual insulin injections. The patient was discharged from the ER on the same day after approximately 3 to 4 hours of treatment. The patient subsequently reported being able to successfully activate a new pod and administer correction boluses.